Event description:
While performing continuous renal replacement therapy, the baxter prismax a6003 auto effluent bag (lot 22i1002) began to leak at the junction of bag & tubing and had to be replaced. This has happened previously with baxter effluent bags.